Manufacturer narrative:
H10: a field service engineer (fse) went on-site to evaluate the device and found the device to be working as intended. There was no trouble found. It turned out that the intellivue multi measurement server x2 was not docked at the time of the reported event, as the device was located in the nurse room. The exact cause for the reported issue remains unknown. Further relevant information was requested but none was provided. The product remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue multi measurement server x2 somehow fell down from a mount. The device fell onto a housekeeper, who was injured. No further info was made available at the time the reporting decision was due.